Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 243.4070 was not confirmed but confirmed through the error logs, when connected to a test pcu check IV was observed at power up. Received on 05-nov-2025, lvp device was received unboxed and with paperwork. Error code 243.4070 was found in the error logs. Internal inspection revealed that the j1 harness connector to the ail is not fully seated causing error code 243.4070 and check IV at power up. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 243.4070. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 243.4070. There was no patient involvement.